Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was successfully implanted. Approximately three hours post procedure, the patient decompensated and an echo was performed. A small effusion was noticed and the patient was taken back to the lab. A pericardiocentesis was performed and 275cc of fluid was drawn off. The patient was stabilized and the effusion resolved. The patient was stable and has been discharged. At this time the cause of the effusion is unknown.